Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a leaky capacitor, designator c160 on the therapy pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device failed it pre-shift check and had its service led illuminated. During device evaluation, physio observed that the device has logged an event code that is indicative of a possible faulty or leaky capacitor on the therapy pcb assembly which can cause the AED functionality of the device to not work. There was no patient use associated with the reported event.